Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite attempting to charge using multiple wall adapters and wall outlets. Additionally, the battery gauge was observed to be fluctuating at the time of the power source alerts, which caused the pump to intermittently shut down. The customer's blood glucose (bg) was 134 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. The customer continued to use the pump for insulin therapy.